Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.

Manufacturer narrative:
Images were provided to gore and an imaging evaluation is being performed. The results will be provided in a supplemental medwatch. (B)(4).

Event description:
The patient's endoleak was a distal type I endoleak which was resolved by the placement of the additional gore tag thoracic endoprostheses. The cause of the endoleak is unknown.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2009, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm measuring 6cm in diameter and was implanted with gore tag thoracic endoprostheses. A tg3115 was advanced to the proximal thoracic aorta and successfully deployed immediately distal to the left subclavian artery. A tg3420 was then advanced within the proximal tag device and successfully deployed. The overlap zone of the two devices was reported to be adequate and exclusion of the aneurysm extended distally to approximately 4cm above the celiac artery. A gore tri-lobe balloon catheter was used to angioplasty the proximal and distal landing overlap zones. Completion angiography showed successful exclusion of the aneurysm with no evidence of endoleak. The patient tolerated the procedure. On (B)(6) 2014, the patient underwent re-intervention for a distal type I endoleak and unknown aneurysm growth. An additional gore tag thoracic endoprosthesis was placed to extend coverage distally. The patient tolerated the procedure and the endoleak was resolved. The physician was unable to determine the cause for the endoleak. The patient's distal landing zone at the time of re-intervention ranged 39-32mm in diameter. The patient's thoracic aortic neck diameters at the time of the original implant were not available

Event description:
On (B)(6) 2009, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm and was implanted with gore® tag® thoracic endoprostheses. The patient tolerated the procedure. On (B)(6) 2014, the patient underwent re-intervention for a type I endoleak and unknown expansion of the aneurysm and was implanted with an additional gore® tag® thoracic endoprosthesis. The patient tolerated the procedure.